Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to prime the insulin pump. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting provided assistance to the customer to prime their pump and found that the cannula had blood on it. Customer declined to troubleshoot for high blood glucose. No further details given.